Manufacturer narrative:
(B)(4). Additional information has been requested of the account but as of yet no further details have become available.

Event description:
According to the reporter: during use on a patient the needle tip of the device snapped off the suture needle. The patient was x-rayed for the purpose of finding the tip but was not in wound and was unable to be located. There was a delay in the procedure but no injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten sealed devices and one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the opened sample noted one suture and one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. The needle was received with the tip broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the needle. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).